Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3093-28, lot# va0ax7c, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a shocking sensation. They reported that they would get shocked when they went through security gates at (B)(4) and the post exchange. They felt a little sting once and, more recently, it really whapped them again. They noted that they did not turn their implantable neurostimulator (ins) off when they went through the security gates because they were told they didn't have to and they thought that carrying a patient programmer (pp) everywhere was ridiculous. They also mentioned a time when a manufacturer representative (rep) was checking their system and the patient was shocked during it. The rep turned it down to prevent this. They went to see a healthcare professional (hcp) about this, but no specific imaging was done to diagnose the shocking. During a CT scan for an unrelated issue, it was found that the unit had a little kink in it. The patient also mentioned issues of cancer and stomach problems, but it was confirmed that these were unrelated to the device and therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.